Manufacturer narrative:
Product ID, 3888-45 lot# v799633, product type lead product ID, 3888-45 lot# v799633, implanted: 2011 (B)(6), product type lead product ID, 3888-45 lot# v799632, implanted: 2011 (B)(6), product type lead product ID 3888-45 lot# v799632, implanted: 2011 (B)(6), product type lead product ID, 3708220 lot# serial# (B)(4), implanted: 2011 (B)(6), product type extension product ID, 3708220 lot# serial# (B)(4), implanted: 2011 (B)(6), product type extension. (B)(4).

Event description:
It was reported that there was a loss of therapeutic effect. It was stated that the patient never had therapeutic effect. It was also stated that the patient had a scheduled explant on (B)(6) 2013. There were no patient symptoms/injuries related with this event. Additional information was requested and if received, a supplemental report will be filed.

Event description:
Additional information received reported that the device was fully explanted on (B)(6)2013 and the patient was "doing great". There were no device malfunctions, the patient was "just not getting pain relief". It was stated that the "outcome for the patient was positive". The entire device was removed.

Manufacturer narrative:
(B)(4).